Event description:
It was reported that the patient was undergoing generator replacement surgery due to battery depletion when the surgeon identified an abraded opening in the inner and outer lead tubing near the generator. The surgeon then decided to perform a lead revision. The surgeon saw that there was no strain relief, which caused the electrodes to become detached from the nerve and cause nerve degradation (reported in MFR. Report #1644487-2018-00664). The generator and lead were received by the manufacturer. Analysis on the lead was approved. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, an abraded open / torn / melted area was observed on the outer and connector ring inner silicone tubing near to the end of the connector boot. The abraded openings found on the outer and inner silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of the observed abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Analysis on the generator has not been approved to date.

Event description:
Analysis on the generator was approved. The generator performed to specifications, and no anomalies unrelated to the explant surgery were identified. The device was at a low battery status, which was expected. No further relevant information has been received to date.

Event description:
The device history record for the lead and showed that the lead passed all quality specifications and functional requirements prior to distribution into the field.